Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure that the stent dislodged from the catheter and 31 days later the patient presented with a myocardial infarction (mi) the patient had a 3.00x12mm taxus express2 drug eluting stent placed in a moderately calcified, 70% stenosed portion of the right coronary artery (rca). The physician was unable to cross through a previously placed stent in the rca and upon withdrawal of the stent delivery system the stent dislodged from the catheter and migrated. The physician then crushed the stent against the vessel wall in the rca. 31 days later the patient presented at another hospital with an mi in the area of the rca. The patient was treated with medication and is reported as ok. In the opinion of the physician the relationship of the taxus express2 stent to the mi is unknown.